Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer reloaded the cartridge and received an accurate fill estimate and resumed insulin therapy on the pump. Customer¿s blood glucose level ranged from 150 mg/dl to 155 mg/dl.